Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardening, swelling, pain and exchange, capsular contracture, baker grade IV" allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "hardening, swelling, pain and exchange. The patient was implanted just before turning( B)(6) years old but stated that they had "tubular breasts" and it was deemed medically necessary by the physician and the patient's psychiatrist to have implants put in." Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted. This record is for the right side.